Event description:
Reporter indicated that after a vns patient received cardiac defibrillation at home, she developed stabbing, intermittent neck pain. Device diagnostics were normal. The vns was disabled and the patient was sent for a surgical consult. X-ray review by the manufacturer did not reveal any lead anomalies. The patient later underwent vns lead and generator revision surgery. The explanted devices have been returned and are currently in product analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.